Event description:
Customer reported insulin pump stolen. Customer called to request a new pump. Customer's blood glucose levels were not included in the report. Nothing further was reported.

Manufacturer narrative:
Findings: cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and missing end cap sticker noted during visual inspection. No button response due to corroded keypad traces. Unable to perform functional test due to keypad anomaly.(B)(4)